Event description:
Patient scheduled for craniotomy for aneurysm clipping. Upon removing patient¿s skull flap, the "side cutter"/router broke into two pieces. Skull flap was removed by surgical team and both pieces of the side cutter were retrieved. The side cutter was examined by the surgical team who confirmed that both pieces were intact. The side cutter was removed from the surgical field. Stryker representative was contacted and came into operating room (or) look at the disposable side cutter. Representative confirmed that side cutter pieces were intact and both pieces made up an entire side cutter/router. Surgeon was informed. Flat plate x-ray was not taken but several intraoperative c-arm x-rays were taken with no sign of additional retained fragments.